Event description:
Unit began smoking whne a single test spot was performed at 17 j/cm2 on a pt). Per customer there were no injuries to staff or pt and also no damage to the treament room. Customer was advised by lumenis service not to use the unit unitl serviced. Customer was to be provided with alternate lumeone unit. While the suspect device is evaluated at the lumenis mfg site in yokneam, israel.